Event description:
It was reported that during use of the swan-ganz catheter, it was difficult to deflate the balloon. No further information is available at this time. There was no allegation of patient injury.

Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Based on the additional information, this complaint is no longer reportable. As the balloon was eventually able to deflate the potential for death or serious injury is remote.

Event description:
Additional information was received from sales rep. The balloon eventually deflated.